Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the elective replacement indicator (eri) message triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
Attempts were made to obtain the patient weight, but the information is unknown.

Event description:
Additional information was received stating the ipg was explanted and replaced on (B)(6) 2021, which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.